Event description:
Account was seeing hemoglobin (hgb) fluctuation on an aml pt run on the cell-dyn 4000 analyzer. A sample was run in the autoloader mode with: wbc=160,000/ul, hgb=7.88 g/dl, hct=35.3%, mchc=22.3. Short sample and pic/poc delta flags were present. The sample was repeated in the autoloader mode with: wbc=159,000/ul, hgb=9.01 g/dl, hct=34.5%, mchc=31.3. Short sample, plt histogram interference, and pic/poc delta flags were present. The sample was then repeated on the hemocue with a hgb of 11.4 g/dl which was reported. Another sample from the pt several days later was run in the autoloader mode with: wbc=163,000/ul, hgb=8.59 g/dl, hct=30.7%, mchc=30.8. The sample was repeated in the autoloader mode with: wbc=156,000/ul, hgb=9.21 g/dl, hct=30.3%, mchc=28.0. This run was reproted. Both runs had plt histogram interference flags and pic/poc delta flags. There was no impact to pt management.